Manufacturer narrative:
This investigation is ongoing. Additional information will be provided once obtained.

Event description:
It was reported that during a follow up high out of range pace impedance measurements were noted in the trend history of this device. The values were normal during the follow up. The patient was discharged home and additional information is pending regarding this case. No adverse patient effects were reported.